Event description:
Customer reported a pump malfunction with code malf 5 and fault ID 5 ¿ 0x2097. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised to use mdi as backup therapy, and cts arranged for a replacement pump while confirming the shipping address. Customer was instructed on storing the pump and agreed to return it with a pre-paid label within 10 days